Manufacturer narrative:
The customer complaint of error code 246.4700 was confirmed and replicated once during testing. During testing of the returned pump module channel error 246.4700.0 was replicated once. Thorough testing of the returned device was not able to repeat the channel error again. Review of the pump module error logs confirmed 13 instances where the pump module device alarmed for channel error 246.4700.0 (adc safety system, adc calibration time out failure). The channel error also reported a field1 value of 208 and a field2 value of 10000. Field 1 is the analog to digital converter (adc) status register. The status register contains information about the result of the most recently executed arithmetic instruction. Field 2 is the number of loop cycles that the processor spent waiting for the calibration to complete. On 28february2017 the pump module error logs also recorded an lti_table_regenerated entry. This entry does not indicate a device malfunction only that the logs were cleared. Review of the pump module schematics confirmed that the calibration time out failure involves circuitry which is located on the logic board therefore the logic board will be replaced by the repair depot as a preventative measure. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported when a specific pump module was connected to a pcu, the pcu alarmed and messages were removed from the pcu. When the suspect pump module was replaced with a different pump module, the pcu resumed normal function. On (B)(6) 2018 the customer went into maintenance mode and found the following codes: 246.4700= adc safety system, adc calibration time out failure. System error fatal; field 1: 0x000000d0 , field 2: 0x00002710. This error was repeated 0-11 times. At the end of the of the log was 2017-02-28 lti event table regenerated. The customer would like to know what this means. No patient involvement was reported.